Event description:
During a survey, an unspecified healthcare worker responded ¿90-94% flap survival rate¿ wherein a coupler was utilized for an unspecified reason during an unspecified procedure. Additionally, the respondent stated, ¿in cases of size mismatch, thrombosis seems to occur more frequently, even in irradiated patients.¿ per the instructions for use (IFU) ¿using a ring too large for the vessel may result in stressing or tearing the vessel wall and a compromised anastomosis. Using a ring too small for the vessel may unduly constrict the vessel and lead to thrombosis or ring separation¿. The vessel measuring gauge is to be used to approximate the size. This event likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.